Event description:
It was reported that the duodenovideoscope exhibit a sticky material on the sheath that was unable to be removed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens had a chip, adhesive around objective lens had a crack, gap in adhesive area between z-block and distal end and white foreign objects in air water cylinder (tube), air water tube and in forceps elevator. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around light guide lens had a chip, adhesive around objective lens had a crack was cause traced to component failure and for white foreign objects in air water cylinder (tube), air water tube and in forceps elevator was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.